Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a segment of the lead remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the healthcare professional (hcp) do not have detailed information about the previous electrode or whether any fragments were left behind. The patient does have therapy with snm and continues to benefit from it. No further steps have been taken at this time. The patient has been informed that a fragment may remain and was given a report detailing the situation. They were also orally informed about this possibility. The radiologist performing the MRI will be made aware of the situation and will determine if the MRI can proceed, based on the description of the current situation.

Event description:
Additional information was received. It was reported that the cause of the lead remaining in patient was due to it breaking during the retraction of the lead. Contributing factor was manipulation. No further actions will be taken as patient is doing fine. The patient only can¿t have MRI of the full body. The healthcare professional (hcp) just wanted to know what the material was of the lead lead and if MRI was safe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.